Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Event description:
Related manufacturer reference number: 2017865-2021-18228, related manufacturer reference number: 2017865-2021-18230. It was reported a patient presented in clinic with their pacemaker exposed. The pacemaker, right ventricular lead, and atrial lead were explanted in a procedure on (B)(6) 2021. Post-procedure the patient was stable.